Event description:
It was reported that the lead safety switch triggered and switched to unipolar mode due to out of range pace impedance measurements when it comes to this right ventricular (rv) lead. A lead fracture was suspected. A new lead was implanted and this lead was surgically abandoned. No additional adverse patient effects were reported.